Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture and stent damage occurred. The details of the lesion are unknown. The shaft of the veriflex (mr) us 12mm 3.50 stent delivery system broke in half during the procedure and the stent kinked prior to reaching the lesion. The physician was able to pull the entire device out along with the wire without incident. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture and stent damage occurred. The details of the lesion are unknown. The shaft of the veriflex (mr) us 12mm 3.50 stent delivery system broke in half during the procedure and the stent kinked prior to reaching the lesion. The physician was able to pull the entire device out along with the wire without incident. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at 79.3cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. No issues were noted with the profiles of the crimped stent balloon and tip sections of the device. A 0.015 inch size mandrel was inserted through the wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).